Manufacturer narrative:
Although it has been stated that the used catheter will be returned for evaluation, it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)). Device has not yet been returned.

Event description:
Indwelling PICC, placed on (B)(6) was removed on (B)(6) due to a cracked hub. It was not stated that the patient was adversely affected by the event. The used device will be returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2016 angiodynamics complaint report was reviewed for the bioflo pasv PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. Returned for evaluation was a catheter with injection caps (not supplied by angiodynamics) attached to each female luer lock on the valves. The female luer lock component of the purple valve was confirmed to be cracked just adjacent on the molded parting line. The most likely root cause for the crack along the valve parting line is an over-tightened connection with a mating male luer (likely the needleless connector). Inadequate flushing of the device lumen may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." In addition, recommended flushing techniques are stated in the dfu. (B)(4).